Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Based on external visual inspection, the receiver was determined to be in good condition. The global receiver functional test station resulted in no failures related to the customers complaint. A review of the receiver data log found a firmware error code deeming this complaint reportable upon completion of the device evaluation on 04/20/2015. The customer complaint was confirmed. The root cause could not be determined. Additionally, it was reported that a pediatric patient was using a receiver approved only for adults. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that the patients receiver is showing the initializing screen without a manual restart on (B)(6) 2015. The patient was using a receiver only approved for adults which is considered off label use. Patient's mother did not report any injury or medical intervention.